Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (0.2 mg/ml at 0.07343 mg/day) and bupivacaine (10.0 mg/ml at 3.672 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was admitted to ¿qvh¿ on ¿(B)(6) 2015¿ [interpreted as (B)(6) 2015]. The patient was experiencing ams [interpreted as altered mental status], somnolence, decreased appetite, and weight loss. An MRI without contrast was performed on (B)(6) 2015, revealing an empty pump. The next day, the patient reported related withdrawal symptoms. The device diagnosis was empty reservoir. The clinical diagnosis was withdrawal symptoms. Interventions included reprogramming the entire system on (B)(6) 2015. The event resulted in in-patient or prolonged hospitalization, an emergency room visit, and an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event was related to the drug (dilaudid/bupivacaine). The drug action that caused the event was a missed dose. The event resolved without sequelae on (B)(6) 2015. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-may-2017 indicating the patient had been admitted to "qvh" on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.